Manufacturer narrative:
Device return is not required. Contract manufacturer: dexcom inc. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was missing/detached when the sensor was removed from the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.